Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6), product type recharger h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6),analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when they try to charge ins it is showing no device found and says this started last night. Pt says their ins "went dead without me realizing it about a week ago" so they haven't charged in about a week. Pt says they have tried resetting controller which didn't resolve. Pt says the controller does charge when ac power is plugged in. Pt says port of controller looks intact. Pt says the recharger (rtm) "was getting warmer than normal the last couple times I have used it". It was reported that the patient (pt) was having the same issues with charging their implant. Pt said that they did use the recharger replacement that was sent to them and they were able to charge their implant and then they weren't able to charge their implant. Pt said they accidentally sent back the replacement that was sent to them. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID 97755, serial# (B)(6), product type: recharger. Product ID 97755, serial# (B)(6), product type: recharger. Product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed controller wouldn't turn on when rtm plugged in and fail t5175 (sc_interrupt check), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.